Manufacturer narrative:
(B)(4). Results of customer testing: the customer advised that they restarted the ventilator, ran the extended systems test (est) and then put the ventilator on a test run. Customer stated that nothing abnormal was found during the process and the ventilator worked fine. Results of vyaire investigation: the vyaire failure analysis laboratory received the user interface module (uim) and performed a failure investigation. The reported issue could not be duplicated in the laboratory setting. The device passed all testing and met all vyaire manufacturer specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire that the avea ventilator experienced a sudden "circuit disconnect" alarm and then the ventilator stopped working. Additionally there was no response from the touch screen to any attempt to control the ventilator. The customer stated the patient was moved to another ventilator and there was no known patient injury or harm.